Event description:
Female employee developed a rash on their arms, and respiratory symptoms (tight chest, asthma) while in storage room with several mfrs' brands of products including johnson & johnson medical.